Event description:
It was reported that during an unknown procedure, the blade tip detached suddenly. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.